Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the left ventricular (lv) lead. Far field r-wave (ffrw) oversensing and undersensing leading to mode switches was noted on the right atrial (ra) lead. A telemetry issue was also noted on the implantable pulse generator (ipg). The ipg was explanted and replaced. The ra lead was reprogrammed and remains in use. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.